Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-june-2026, it was reported by a sales representative via (B)(4) that an ar-3375-4203 obturator is snapped during use. Noticed at the start of the case, device swapped, and case completed with no patient effect.